Manufacturer narrative:
E-mail address and occupation of reporter is unk. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reports there was white smoke coming from the procare monitor b20. There was no pt involvement as the smoke was noticed prior to the procedure.